Event description:
Customer reported an issue with her pump. There was no adverse impact to the customer¿s blood glucose level noted. No additional information was received regarding any corrective actions taken following the event.